Event description:
It was reported that this patient experienced phrenic nerve stimulation with this left ventricular (lv) lead. This lead exhibited high capture thresholds. This lead was capped and new lead was successfully placed. No additional adverse patient effects were reported.